Event description:
I had a tvt sling surgery for relief from sui. I now have constant pain in the vaginal area which will on occasion shoot down my leg. This weekend I noticed pain walking up the stairs in the groin area. I am in more discomfort with a full bladder. I am not able to enjoy sexual activity with my spouse due to pain, feeling of fullness and bleeding. I have a job where I sit and sitting at times puts more pressure on the bladder. I feel this tvt sling all of the time. I am never able to forget. I have a bladder. I am also still incontinent, but in a different way. I now cannot tell if I have completely emptied. I sit for longer periods with urine starting and stopping. I want to ensure I have no uti's, so I sit longer which creates problems on the job. I at that times cannot tell if I am finished urinating, so I stand up believing I am finished only to find myself still urinating. I seem to have lost some sensation in the urethral area. I still wear a pad every day. Diagnosis or reason for use: sui.